Event description:
A customer reported that an erroneous body fluid (synovial fluid) white blood cell result had been reported from the laboratory and had resulted in the patient receiving an unnecessary arthroscopic knee surgical procedure. The coulter lh 750 hematology analyzer had correctly calculated the patient white blood cell result, however, the laboratory technician has subsequently manually multiplied the result incorrectly and reported the erroneously calculated result from the laboratory. The erroneously calculated result was the impetus for the unnecessary surgery. The patient outcome was fine with no harm to the patient. Controls were executed before the incident and were within the expected range. The instrument is currently performing within qc specifications with respect to controls and reproducibility. No specific patient information or additional instrument/parameter performance information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. The coulter lh 750 hematology analyzer did not malfunction. The event was caused by use error. A correct result from the instrument was taken by a laboratory technician. The correct result from instrument was manually multiplied incorrectly by the laboratory technician and the erroneous calculated result was reported outside the laboratory.